Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 2 years in 7 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated section h6 conclusion codes.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 2 years in 7 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.